Event description:
It was reported that following a left ventricular assistance device (lvad) implant procedure, this subcutaneous implantable defibrillator (s-ICD) system exhibited noisy signals. Diagnostic imaging was performed which confirm that the s-ICD system had migrated/dislodged following the lvad implantation and the current s-ICD position was suboptimal. Boston scientific technical services (ts) was contacted and strongly recommended s-ICD system explant and replacement with a trans-venous system. At this time, the s-ICD system remains implanted and no adverse patient effects were reported.